Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 167.3 pg/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The customer repeated the sample since a second sample was collected from the patient and resulted with a troponin t value of 30 pg/ml. The complained sample was repeated, resulting with a value of 33.52 pg/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345888, with an expiration date of 12/31/2019. Calibration signals were acceptable for the last calibration performed on 08-jan-2019. The controls were within acceptable ranges. The customer did not use rack adapters for 13 mm. Diameter tubes. The sample centrifugation speed was too fast based on tube manufacturer recommendations. The investigation could not identify a product problem. The cause of the event could not be determined.